Event description:
Kenalog 40 was involved in a cluster of endophtalmitis after surgery. Kenalog was used intraocular. Culture of kenalog container negative; syringe used to mix kenalog positive strept mitis - culture from unopened sterile syringe of same lot grew same strept mitis as well as the pts affected.